Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('right abdominal pain/right side felt weird') and uterine leiomyoma ('fibroid') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, blood pressure high, c-section, polymenorrhagia, enterocele, anxiety disorder, bloating, uterine bleeding, endosalpingiosis, enterocele repair and d & c. Concurrent conditions included uterine fibroid, vaginal bleeding, abdominal pain, arthralgia, unilateral leg pain, asthma and hypothyroidism. Concomitant products included levothyroxine since (B)(6) 2013, naproxen sodium (aleve) since 2015, oral contraceptive nos from (B)(6) 2016 to (B)(6) 2016 and tranexamic acid (xanextra) since (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)/cramping"), dyspareunia ("dyspareunia(painful sexual intercourse)"), arthralgia ("right hip pain"), pain in extremity ("down front and back of right leg pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/tired"), weight fluctuation ("weight loss/weight gain"), alopecia ("hair loss"), constipation ("constipation/gi conditions"), thyroid disorder ("thyroid issue"), metrorrhagia ("metorhagia bleeding between periods"), back pain ("back pain") and pelvic pain ("pelvic pain") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity, vaginal discharge, weight fluctuation, alopecia, constipation, thyroid disorder, metrorrhagia, back pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, nausea, pain in extremity, pelvic pain, thyroid disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she received treatment for pain chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal, back diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abnormal vaginal bleeding and thyroid disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event pelvic, back pain, metrorhagia, added. Event weight loss pt was updated to weight fluctuation. Event constipation verbatim updated to gi conditions/constipation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('right abdominal pain/right side felt weird') and uterine leiomyoma ('fibroid') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1, blood pressure high, c-section, excessive menstruation, enterocele, anxiety disorder, bloating, uterine bleeding, endosalpingiosis, enterocele repair and d & c. Concurrent conditions included uterine fibroid, vaginal bleeding, abdominal pain, arthralgia, unilateral leg pain, asthma and hypothyroidism. Concomitant products included levothyroxine since (B)(6) 2013, naproxen sodium (aleve) since 2015, oral contraceptive nos from (B)(6) 2016 to (B)(6) 2016 and tranexamic acid (xanextra) since (B)(6) 2013. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)/cramping"), dyspareunia ("dyspareunia(painful sexual intercourse)"), arthralgia ("right hip pain"), pain in extremity ("down front and back of right leg pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/tired"), alopecia ("hair loss"), constipation ("constipation") and thyroid disorder ("thyroid issue") and was found to have uterine leiomyoma (seriousness criterion medically significant) and weight decreased ("weight loss"). The patient was treated with ibuprofen and surgery (dilation and curettage and hysterectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine leiomyoma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, arthralgia, pain in extremity, vaginal discharge, weight decreased, alopecia, constipation and thyroid disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pain in extremity, thyroid disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abnormal vaginal bleeding and thyroid disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received-event injury to herself removed and new events right abdominal pain, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), apareunia (inability to have sexual intercourse), fibroid, nausea, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), right hip pain, down front and back of right leg pain, vaginal discharge, fatigue, weight loss, hair loss ,constipation and thyroid issue were added. Patient demography added. Medical history, lab data and concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.